Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that the guide wire separated inside te guiding catheter. It was removed with the guiding catheter. No pt effects were reported. No add'l event or pt information is available.

Manufacturer narrative:
.